Event description:
On (B)(6) 2012, the patient contacted animas and stated for the past few weeks, the up arrow and down arrow keypad buttons had a delayed response and required multiple button presses to elicit a response. It was noted that the patient did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The up and contrast keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the keypad issue, the display screen was found to be faded and discolored; the display screen was replaced with a test screen and confirmed that the display returned to normal.